Event description:
Meter was prompting an error 2 message. The pt obtained an error 2 message while attempting to test. She reported feeling shaky so her son drove her to the emergency room. At the hosp, her blood glucose result was 84 mg/dl on the hosp meter. The pt was treated for anxiety. No other treatment was reported. The pt's test strips were in good condition and she was using the correct testing technique. The pt retested with another vial of test strips and she obtained the error 2 message.